Manufacturer narrative:
(B)(4). The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral impactor fractured during knee arthroplasty. The device was discarded and the procedure was completed without further issue. No adverse events were reported as a result of this malfunction.